Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the middle and distal end of the right coronary artery. A 4.00x16mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after several attempts. The device was then removed and the stent struts were found to be slightly lifted. The procedure was completed with different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 4.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the middle and distal end of the right coronary artery. A 4.00x16mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after several attempts. The device was then removed and the stent struts were found to be slightly lifted. The procedure was completed with different device. There were no patient complications reported and the patient's status was stable.